Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) inside the watchman access system (was). The implant was deployed and connected to the core wire as received. Blood was on all devices, and the wds was locked into the was as received. The hub, shaft, tip, core wire, and implant were examined. The tip was damaged with evidence of anchor damage on the tricuts and the tricuts were folded back. The implant was found to be consistent with the reported information and had anchor damage. The wds was removed from the was during analysis and there were multiple kinks found along the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. Functional testing was performed by attempting to recapture the implant. Due to the anchor damage on the implant and the damage to the tip of the wds, the implant could not be fully recaptured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02601. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 27 mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed and partially recaptured three times. After this the physician planned to remove the wds, but he was not able to re-sheath it. The devices were removed as one unit and the procedure was completed with another 27 mm watchman ® laa closure device and a different was. No patient complications were reported. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02601. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The watchman ® laa closure device was deployed and partially recaptured three times. After this the physician planned to remove the wds, but he was not able to re-sheath it. The devices were removed as one unit and the procedure was completed with another 27mm watchman ® laa closure device and a different was. No patient complications were reported. The patient was fine.